Event description:
The customer reported that during a radio frequency ablation procedure, the temperature readings fluctuated from 45c - 50c to hh error message, which shuts down output on the generator. The generator was rebooted and the procedure was completed without problem. However, before the next case, the same problem occurred. Although the generator was rebooted several times, the problem was not resolved this time. Another generator was used for the procedure. There was no patient harm.

Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.